Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("suspected allergic reaction to five different metal alloys and pet") and device allergy ("suspected allergic reaction to five different metal alloys and pet") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals and device allergy outcome was unknown. The reporter considered allergy to metals and device allergy to be related to essure. The reporter commented: reason for reported disturbances has been assessed as possibly related to allergic reactions to five different metal alloys and pet in essure device. Such metal alloys and pet may spread in the body triggering such effects. Amendment: the report was amended on 15-feb-2019 for the following reason: after internal review, the coding of the event was split. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("suspected allergic reaction to five different metal alloys and pet") and device allergy ("suspected allergic reaction to five different metal alloys and pet") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals and device allergy outcome was unknown. The reporter considered allergy to metals and device allergy to be related to essure. The reporter commented: reason for reported disturbances has been assessed as possibly related to allergic reactions to five different metal alloys and pet in essure device. Such metal alloys and pet may spread in the body triggering such effects. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("suspected allergic reaction to five different metal alloys and pet") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: reason for reported disturbances has been assessed as possibly related to allergic reactions to five different metal alloys and pet in essure device. Such metal alloys and pet may spread in the body triggering such effects. Most recent follow-up information incorporated above includes: on (B)(6)2019: essure device may migrate in the body was deleted as event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("suspected allergic reaction to five different metal alloys and pet, essure device may migrate in the body triggering such effects") and device dislocation ("suspected allergic reaction to five different metal alloys and pet, essure device may migrate in the body triggering such effects") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals and device dislocation outcome was unknown. The reporter considered allergy to metals and device dislocation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.